Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: lb4591, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep was asked by an hcp to be present fora lead or extension replacement on (B)(6) 2019. The reason and details for the revision were unknown at this time. The event date was unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction: lead was not explanted but rather the extension = product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-07. There were no patient reports of a therapy/device issue on the day of the replacement. This information was confirmed with the physician/account. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Additional information was received from the rep. They reported the explanted components would not be returned for analysis because the customer discarded them. The ins pocket was initially in the patient's belly, but when the patient presented for the ins replacement they wanted to move the pocket to their back/flank area. The rep was asked why the ins was replaced but they did not provide that information, so additional follow up will be conducted to obtain that information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-20. The rep indicated that the existing 3587a remains. The old extension, pocket adaptor, and ins were removed. 38083-60 extension was connected to the lead and a new ins placed to right low back. The old pocket placement was the right abdomen. Additional information was received from the rep on 2019-mar-14. The extension was replaced during the surgery. The cause of the issue was not applicable. The patient¿s weight at the time of the event was unknown. The old extension, pocket adaptor, and ins were removed. It was an ins replacement with new extension and new pocket placement. This information was confirmed with the physician/account. No further complications were reported/are anticipated.